Event description:
The hosp reported that the 7mm extended length endoscope lens is slightly black in the upper quadrant and it has a blur on the distal tip of the lens. The hospital will reportedly not be returning the product in question. Although the specific event date is unk, the hosp reported that it occurred the first week of may.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Internal file number: (B)(4).